Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/25/2024.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, h6.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as unidentified (tear). Shell thickness was within specification).

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.